Event description:
It was reported that worked for a short time and then stopped. The drain bag would not open. Customer even tried to blow into an unused bag, and it would not inflate. The bag worked for the first inch of urine in the bag and then stopped. Customer was not able to provide reference or lot number. They did read off to7600183to from the bag, but unable to identify additional numbers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that worked for a short time and then stopped. The drain bag would not open. Customer even tried to blow into an unused bag, and it would not inflate. The bag worked for the first inch of urine in the bag and then stopped. Customer was not able to provide reference or lot number. They did read off to7600183to from the bag, but unable to identify additional numbers.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used dispoz-a-bag. Visual inspection of the sample noted that the bag was filled with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and water filled bag, no restricted flow observed. The water was able to be drained out of bag with no difficulties. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the lot number is unknown. As the reported event is unconfirmed a labeling review is not required. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.